Manufacturer narrative:
Qc and calibration had been acceptable. 2. The customer had been using 3 different lots of rf reagent: m004772 (date of manufacture 07/29/2010; expiration date 07/31/2011), m009630 (dom 01/27/2011, exp 05/31/2011), and m010568 (dom 02/11/2011, exp 06/30/2011). No other chemistry results appeared affected. No service visit was needed as this event appears to be a reagent issue. Root cause for this event is unknown.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erroneously elevated rheumatoid factor (rf) result generated by unicel dxc 600 pro synchron clinical system for one patient sample. The result was reported out of the laboratory. The customer did not receive any reports of effect to patient due to the erroneous result.